Manufacturer narrative:
Results- based upon eval of the returned sample. Based on eval of reserve samples. Conclusions- based upon eval of returned sample. Based upon eval of reserved samples. The involved device was rec'd for eval on may 22, 2007. Initial visual exam of the returned sample confirmed that the catheter has been separated into 2-pieces approx 35.6-cm from the luer hub. In addition, the catheter had several areas that had been kinked during use. Although the cause cannot be definitively determined, the description of the event and appearance of the involved sample are consistent with damage to the catheter due to improper use (such as advancing and/or withdrawing the device against resistance). Such manipulation would cause the observed kinked areas, which can then be torn in half due to an axial force being applied against resistance. A review of the device history record indicated that there were no prod related problems. A review of the complaint files confirmed that this lot # has not been reported previously. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file at the mfg facility for appropriate tracking, trending, and f/u.

Event description:
The user facility reported that an angiographic catheter was being manipulated in conjunction with several accessory devices during a procedure when the catheter "broke at the hub" as the physician pulling back on it . Reportedly, the involved device was removed, a second angiographic catheter was placed and the procedure was completed successfully. There were no reported complications and the pt condition is listed as "fine".